Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized on (B)(6) 2018 due to low blood glucose value was 43 mg/dl. The customer treated with food and juice. Customer's blood glucose was 200 mg/dl at the time of hospital admission. Troubleshooting for the low blood glucose was declined. The husband also reported that the customer experienced a high blood glucose and the blood glucose value was over 600 mg/dl. Customer treated with a manual injection for high blood glucose. The customer's husband also reported the buttons were hard to push on the insulin. It was reported the insulin pump was exposed to sweat. Troubleshooting found the time was able to advance on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with intermittent up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with partially broken off piece at the reservoir tube lip and battery tube threads. The p-cap or reservoir locked properly. Device received with minor scratched display window and case. Device received with stained back address serial number label.